Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed axis controller platform (acp) node 1 was not found during initialization and replaced the acp to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable error 319 was reported. Prior to calling, they have rebooted the system several times without success. The technical support engineer (tse) reviewed the logs and could confirmed error pointing to a node not present, node name axis controller platform (acp) 2. The tse guided the caller through hard power cycle and emergency power off (epo), but the issue persisted, and the patient side cart (psc) was not able to drive. The tse advised the nurse to put the psc in manual mode and to try to position the psc to the desired place, but the error kept coming. The nurse tried another hard power cycle, but the issue remained. The surgeon decided to perform surgery laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after anesthesia and port placement, the patient was already intubated. The conversion to laparoscopic surgery did not result in increasing port size incision or adding additional ports. The customer used the same ports. The procedure was converted, and the patient tolerated the change well and without injury to the patient. The system functionality was checked upon powering on the system. The system did not initially power on without errors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axis controller platform (acp) unit was returned for failure analysis, but the reported failure could not be replicated. The acp was installed and tested in the pca test system and started up with no error. All motors moved the full range and retracted with no issue. The system ran 20x power cycle, the board was left in the system for two hours in normal mode, while testing other parts and it performed with no anomalies.

Event description:
Refer to h10/h11 for follow-up information.